Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that "the tip of the catheter remained in the patient peripheral site during use. The catheter was used for thrombectomy in the left deep femoral artery. Strong resistance was felt, so saline inside the balloon was aspirated by the syringe to deflate the balloon. The catheter moved to peripheral site with blood flow. Resistance was still felt and it was unable to remove the catheter, so the customer pulled the catheter with force, then the spring tip got detached and it remained in the patient peripheral site. The doctor commented that since the fragment had flowed to peripheral site and the blood flow was confirmed, the fragment was not removed surgically."

Manufacturer narrative:
The embolectomy catheter was returned for evaluation without the packaging. As received the catheter tip was damaged. The distal windings, spring tip and balloon latex were found to be missing from the catheter tip. The balloon latex and both distal windings and the spring tip were not returned. This condition may occur when the pull force of 0.7 lbs on an inflated balloon (per IFU) has been exceeded. No visible damage to the catheter body was found. Visual examination was performed with the unaided eyes. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.